Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with stripped battery cap coin slot, cracked case at display window corners, reservoir tube lip, liquid crystal display window, battery tube threads and severe scratches on display window.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 86 mg/dl. Customer also stated their buttons were unresponsive. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.